Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The catalog number provided is the domestic list number that is comparable to the international list number.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. Prior to pt use, while priming the tubing set with an unspecified concentration of ave005, it was reported that solution leaked from the air vent filter onto the nurse's gloves and clothes. The tubing set was replaced and the therapy was initiated. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional info. Was provided.